Manufacturer narrative:
A ge representative evaluated the system and replaced the l-arm assembly drive pin. System operates as intended.

Event description:
Customer reported, the tilt is not working. No patient injury was reported.